Event description:
It was reported that the implantable neurostimulator (ins) stopped working. The patient was sure when it stopped working but it was thought it stopped working about two weeks prior to the report. It was unknown how high the patient¿s settings were but her daughter could tell it wasn¿t working now. It was noted the patient¿s general health was not good and this may delay any appointments but they would try to find someone to look at it. The patient did not currently have a physician but they were looking into it. When the patient was at their primary care physician¿s office the healthcare provider (hcp) reported the patient programmer (pp) was showing the device needed to be replaced and the patient was currently experiencing severe pain but it was unknown when this began but thought it was recently. It was unknown if there was a code associated with the pp message. It was reviewed the patient¿s device would need to be checked to determine the status of the patient¿s device. A request was made to meet with the manufacturer¿s representative (rep) to have the device checked. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead. (B)(4).